Event description:
This is a spontaneous case report received from a lawyer on 13-oct-2016 in the united states, on behalf an adult (>=18y & <65y) female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009 for birth control. On (B)(6) 2009, she had an hsg (hysterosalpingogram) test that confirmed full. Over the following months after the implant, the plaintiff began experiencing: severe, lower abdominal and pelvic pain; severe abdominal cramping; and pain during intercourse. The following month, she began to experience a metallic taste in her mouth. Approximately a year after her implant, she began experiencing: severe, abnormal menstruation pain; abnormal, heavy bleeding; severe back pain; vaginal discharge and infection; migraines; weight fluctuation; and fatigue. In 2011, she began to experience: prolonged, abnormal menses and hair loss. In the years following her implant, she reported these symptoms her physician and in or around (B)(6) 2012, he recommended a total hysterectomy. On (B)(6) 2012, she underwent a total hysterectomy. The procedure was painful and left her permanent scars. It took several weeks for her to recover following the surgery. While most of her symptoms have resolved since the total hysterectomy, others remain. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pelvic pain and abnormal heavy bleeding. These events are anticipated in the reference safety information for essure. Pelvic pain and changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these both events and suspect insert cannot be excluded. This case was regarded as incident, since device removal was required (intervention required). Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal heavy bleeding / abnormal bleeding (general)") in a 36-year-old female patient who had essure (batch no. 629134) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included break through bleeding, nausea, obesity and depression (not recovered prior to essure). Concomitant products included alprazolam (xanax), bupropion since (B)(6) 2017, estradiol since (B)(6) 2017 and promethazine (phenergan) since (B)(6)2009. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced abdominal pain lower ("severe lower abdominal pain") and the first episode of back pain ("back pain"). On (B)(6) 2009, the patient experienced dysgeusia ("metallic taste in mouth") and fatigue ("fatigue"). On (B)(6) 2010, the patient experienced dyspareunia ("pain during intercourse"), dysmenorrhoea ("severe abnormal menstruation pain"), depression ("depressed"), fungal infection ("yeast infections"), cystitis ("bladder infections") and vaginal discharge ("vaginal discharge"). On (B)(6) 2011, the patient experienced mood altered ("moody"). In 2011, the patient experienced alopecia ("hairloss"). On (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("prolonged abnormal menses/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal vaginal bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the second episode of back pain ("severe back pain"), migraine ("migraines"), weight fluctuation ("weight fluctuation"), vaginal infection ("vaginal infection") with vaginal discharge, hot flush ("hot flashes"), night sweats ("night sweats"), headache ("headaches,"), weight increased ("weight gain") and groin pain ("groin pain"). The patient was treated with surgery (on (B)(6) 2012, hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, dyspareunia, dysgeusia, dysmenorrhoea, the last episode of back pain, migraine, weight fluctuation, fatigue, menorrhagia, alopecia, vaginal infection, hot flush, night sweats, depression, vaginal haemorrhage, fungal infection, cystitis, headache, vaginal discharge, weight increased and groin pain outcome was unknown and the mood altered had not resolved. The reporter considered abdominal pain lower, alopecia, cystitis, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fungal infection, genital haemorrhage, groin pain, headache, hot flush, menorrhagia, migraine, mood altered, night sweats, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation, weight increased, the first episode of back pain and the second episode of back pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: genital haemorrhage, dysmenorrhea, menorrhagia, back pain and dyspareunia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Reporter and patient demographics were added. Concomitant disease, concomitant drugs were added. Events per pfs: moody, hot flashes, night sweats, depressed, vaginal bleeding, yeast infections, bladder infections, headaches, vaginal discharge, weight gain, back pain, groin pain added, event outcome was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") and genital haemorrhage ("abnormal heavy bleeding / abnormal bleeding (general)") in a 36-year-old female patient who had essure (batch no. 629134) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included break through bleeding, nausea, obesity, depression (not recovered prior to essure), psychiatric disorder nos and hormonal imbalance. Concomitant products included alprazolam (xanax), bupropion since (B)(6) 2017, estradiol since july 2017 and promethazine (phenergan) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced abdominal pain lower ("severe lower abdominal pain, pain") and the first episode of back pain ("back pain"). On (B)(6) 2009, the patient experienced dysgeusia ("metallic taste in mouth"), migraine ("migraines"), fatigue ("fatigue") and headache ("headaches,"). On (B)(6) 2010, the patient experienced dyspareunia ("pain during intercourse"), dysmenorrhoea ("severe abnormal menstraution pain"), depression ("depressed"), fungal infection ("yeast infections"), cystitis ("bladder infections") and vaginal discharge ("vaginal discharge"). On (B)(6) 2011, the patient experienced mood altered ("moody"). In 2011, the patient experienced alopecia ("hairloss"). On (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("prolonged abnormal menses/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal vaginal bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the second episode of back pain ("severe back pain"), weight fluctuation ("weight fluctuation"), vaginal infection ("vaginal infection") with vaginal discharge, hot flush ("hot flashes"), night sweats ("night sweats"), weight increased ("weight gain") and groin pain ("groin pain"). The patient was treated with surgery (on (B)(6) 2012, hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, dysgeusia, dysmenorrhoea, the last episode of back pain, menorrhagia, vaginal haemorrhage and groin pain had resolved, the dyspareunia, migraine, weight fluctuation, fatigue, alopecia, vaginal infection, hot flush, night sweats, depression, fungal infection, cystitis, headache, vaginal discharge and weight increased outcome was unknown and the mood altered had not resolved. The reporter considered abdominal pain lower, alopecia, cystitis, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fungal infection, genital haemorrhage, groin pain, headache, hot flush, menorrhagia, migraine, mood altered, night sweats, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation, weight increased, the first episode of back pain and the second episode of back pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hysterosalpingogram - on 16-jun-2009: full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: genital haemorrhage, dysmenorrhea, menorrhagia, back pain and dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-jul-2018: pfs received: concomitant disease, outcome for the events pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, abdominal pain lower, dysmenorrhoea, dysgeusia, back pain and groin pain updated to recovered / resolved.essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. On 27-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow up 14-nov-2016: quality-safety evaluation of ptc. Ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pelvic pain and abnormal heavy bleeding. These events are anticipated in the reference safety information for essure. Pelvic pain and changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these both events and suspect insert cannot be excluded. This case was regarded as incident, since device removal was required (intervention required). Other nonserious events were reported. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. No active follow-up is allowed and further information is expected only through litigation process.